Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had a sudden dropped in longevity in just six months. It was noted that autocapture was on and was not determined if it was programmed on recently. The physician opted to check the device after three months. Boston scientific technical services (ts) then discussed how programming auto capture on could drain the battery or it could have just been an erroneous battery measurement from six months ago. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated. This supplemental report is being filed because the supplemental 01 report was sent in error.

Event description:
It was reported that this pacemeker had a sudden dropped in longevity in just six months. It was noted that autocapture was on and was not determined if it was programmed on recently. The physician opted to check the device after three months. Boston scientific technical services (ts) then discussed how programming auto capture on could drain the battery or it could have just been an erroneous battery measurement from six months ago. To date, this pacemaker remains in service. No adverse patient effects were reported. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was one year remaining. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared one year earlier than previously estimated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had a sudden dropped in longevity in just six months. It was noted that autocapture was on and was not determined if it was programmed on recently. The physician opted to check the device after three months. Boston scientific technical services (ts) then discussed how programming auto capture on could drain the battery or it could have just been an erroneous battery measurement from six months ago. To date, this pacemaker remains in service. No adverse patient effects were reported.